Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient reports to have not charged the system in years and as a result, the ipg is now unable to communicate with external devices. The patient may undergo surgical intervention.